Manufacturer narrative:
Upon further review, the event of left side capsular contracture grade iii is the device which was replaced by the sizer on record and has been reported via g8 MFR. Report # 9617229-2026-06040.

Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "patient implanted with sizer". This record is for the right side. Device is implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture grade iii. The reported events are physiological complications, and device analysis typically does not help allergan determine the cause.

Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) capsular contracture grade iii. This record is for the left side. Device was replaced.